Manufacturer narrative:
Event date is estimated. The patient previously had an ipg replacement. During the replacement, one lead had migrated and was removed. The patient was able to receive effective therapy for a bit until the remaining lead had become full of impedances. Therefore, that lead was taken out and two new ones were placed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective relief from their scs lead due to impedances on all but 1 contact. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's remaining scs lead was explanted and 2 new leads were implanted. Therapy was restored post operatively.